Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the pain stimulation implantable pulse generator (ipg) system had not charged beyond 30% in the three years since the patient received the system. The patient required a magnetic resonance imaging (MRI). Options were reviewed for the patient to charge the implantable neurostimulator as much as possible before the MRI or to work with the managing healthcare provider to complete the MRI eligibility form. The patient had been scanned in the past, and information was available validating full body MRI eligibility.